Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, vibrator tube and battery tube assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. Customer insulin pump was exposed to lake water. Customer reported there is fluid under the lcd display. The customer stated the pump was dropped into lake water. . The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending replacement pump. The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 110 mg/dl. Customer was not able to clear the alarm because it keeps alarming.